Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sigmoid colectomy procedure, when attempting to connect the anvil head to the spike, the head kept popping off as they tried to close the stapler. The procedure was completed using same like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # k5af42. The analysis results found that the ecs33a device arrived with the anvil missing. The breakaway washer was present only the casing half and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.